Event description:
It was reported that 3 unspecified bd pen needles broke at the cannula before use. The following was reported by the initial reporter: "needle bent. Rear cannula end is broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/9/2021. H.6. Investigation: two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined."

Event description:
It was reported that 3 unspecified bd pen needles broke at the cannula before use. The following was reported by the initial reporter: "needle bent. Rear cannula end is broken."